Manufacturer narrative:
Batch review performed on 16 december 2025 cup: mpact 01.32.158dh acetabular shell d 58 two-holes (k132879) lot 2349379: (B)(4) items manufactured and released on 24-june-2024. Expiration date: 2029-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3648hcat hooded pe hc liner d 36/f (k132879) lot 2429874: (B)(4) items manufactured and released on 03-jan-2025. Expiration date: 2029-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 2429386: (B)(4) items manufactured and released on 07-nov-2024. Expiration date: 2029-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Stem: quadra-p collared 01.12.183 quadra-p collared lat. Size 3 (k192827) lot 2316543: (B)(4) items manufactured and released on 14-nov-2023. Expiration date: 2028-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Screws: mpact 01.43.0020 cancellous bone screw d 6,5 l20 (k200391) lot 2413283: (B)(4) items manufactured and released on 01-july-2024. Expiration date: 2029-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Screws: mpact 01.43.0025 cancellous bone screw d 6,5 l25 (k200391) lot. 2319122: (B)(4) items manufactured and released on 06-sep-2023. Expiration date: 2028-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery at about 9 months after the primary due to infection. All components revised successfully.